Event description:
It was reported that, "pt fell. Brought to hosp. Revision in 2009."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR as it was inadvertently discarded. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.